Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the replacement of the antenna solved the coupling problem and the patient is now able to get a full charge. No further information reported.

Manufacturer narrative:
Other applicable components are: product ID: 37791, serial#: unknown, product type: recharger.

Event description:
Information was received from a consumer and a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was charging too frequently. It was reported they were charging for 1.5-2 hours a night and the ins battery was not getting beyond half full even though it had been turned off for over a week. The consumer stated the patient was very distraught. The consumer stated they would be holding the antenna in place and would get 8 coupling bars and then all of sudden they would go away. The consumer stated sometimes it gets warm when the patient was charging and sometimes it would be cold. The consume also stated the belt was not working; it would not stay tight enough and loses connection. The patient got zero coupling bars on the call. They were able to get 4-6 coupling bars after trying antenna locate, however after a few minutes they dropped to zero again and the patient stated they did not move. A replacement antenna was sent to see if it would resolve the problem. The patient was advised to work with their managing healthcare professional (hcp) for more troubleshooting otherwise. Additional information was received from the patient on (B)(6) 2017. It was reported that they were still having charging difficulties and requested adhesive discs as suggested by a manufacturer representative (rep). No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.